Event description:
It was reported that the customer had high blood glucose levels of 460 mg/dl. The customer reported treating with a bolus from the insulin pump and manual insulin injections. The customer reported having difficulty with the new insulin pump even though she has been using the same basal rates from the old insulin pump. The customer was not able to troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.